Event description:
It was reported that the tubing was leaking during an infusion. The patient changed to a different tubing to complete the infusion. No patient injury or complications were reported in relation to this event.